Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2021 when the patient was transplanted reported under MFR# 2916596-2021-05351. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 10aug2016. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2019 with lactate dehydrogenase (ldh) over 1200 u/l. The patient was placed on heparin on (B)(6) 2019 and stopped on (B)(6) 2019. The patient was then discharged on (B)(6) 2019. Patient never experience any pump dysfunction. No additional information provided.